Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons displayed. There was no pt use associated with the reported event. Physio-control evaluated the device and observed that it would not power on.

Manufacturer narrative:
(B) (4): physio-control determined the cause of the reported/observed failure to be a shorted and burned open capacitor, designator c70, from the digital pcb assembly. The capacitor failure caused the main fuse, designator f1, on the analog pcb assembly to open. A replacement device was provided to the customer.